Manufacturer narrative:
Per the tandem user guide, "do not use any other insulin with your pump other than u-100 humalog or novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting with tandem technical support (cts) determined the occlusion to be in the infusion set tubing. Customer was using admelog insulin. Cts educated the customer on cartridge/insulin labeling. The customer changed the infusion set tubing and resumed insulin delivery. Customer's blood glucose level was over 396 mg/dl.